Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor recommended replacement of the flow sensor. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, a ventilator failure was noted. There was no report of patient involvement.